Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache. There was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headache. There was no report of patient serious or permanent harm or injury. The patient also alleged swelling in the eyes, watering in the left eye,coughing,sinus drainage,nasal/throat irritation or soreness.